Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 530 mg/dl and 597 mg/dl the night before and does not know why. By dinner it was above 600 mg/dl and did not register on the meter. Customer had ketones. Customer changed the infusion set. Customer was wearing the sensor and reported that patient's blood glucose was 300 mg/d and did not alert predictive high. Patient felt she was going low but patient was over 300 mg/dl. The customer declined to be transferred to help line due she will wait for patient to come home from school. No further information provided.